Event description:
Reporter stated the active insulin in the bolus advice of the blood glucose monitor is incorrect. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.